Manufacturer narrative:
Insulin pump passed the displacement test, prime/compromised force sensor system, excessive no delivery test, self-test, and unexpected restart error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. Insulin pump passed all operating currents tested with in the specific range and passed off no power test. Insulin pump was received with reservoir tube lip completely broken off, cracked battery tube thread, missing end cap sticker, missing reservoir tube lip o-ring, cracked case near display window corners, and minor scratches on display window noted. The test reservoir did not stay locked in place noted.

Event description:
The customer reported via phone call that the reservoirs would not lock into the insulin pump. Customer's blood glucose level was 319 mg/dl. He treated his blood glucose level with a bolus using the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.